Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for high blood glucose. Blood glucose at the time of incident was 509 mg/dl. Customer had breakfast this morning and was 60g carb for breakfast that he did take a bolus after 10 minutes customer now has blood glucose of 530 mg/dl after taking correction bolus. Customer contacted his healthcare professional regarding high blood glucose. Customer took 10 units of novalog while at the healthcare professional¿s office and blood glucose went down to 283mg/dl. Patient's current blood glucose: 259 mg/dl. Customer declined further troubleshoot because healthcare professional recommended to discontinue use of insulin pump and continue on back-up plan healthcare professional prescribed. The insulin pump will be returned for analysis.